Event description:
The reporter stated the surgeon implanted an aa4203tf silicone single piece lens with toric optic in the pt's right eye. Once the eye healed, the lens shifted axis. The lens was explanted on (B)(6) 2013 due to a power miss. The original power did not work for the pt. The physician decided to implant a 22.5 se/2.0 cylinder. The surgeon made a new incision and no suture was needed. Reporter stated this event was not due to a lens malfunction.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same order. Conclusions (no device failure): based on the complaint history and work order search, it was determined that the root cause of this event was due to a power miss and was not lens related. #(B)(4).

Manufacturer narrative:
Method: medical review. Od: reportedly iol (single-piece silicone with toric optic) (25.0 se+3.5 cyl) was explanted/exchanged six weeks postoperatively for another lens of same mode but different power (22.5 se+ 2.0 cyl) to address residual refractive error. According to the report, by a nurse, the most likely cause of the event was user error (power miscalculation). No reported problem with the lens or loss of bcva. The reported " axis shift" of the explanted lens was attributed to patient related factor( natural healing) and was not lens related in origin. Given the confirmation that different power lens was implanted as a replacement the cause of the event was pre-op biocalculation error and therefore, not caused/contributed by a device. Results: a visual inspection of the returned product found the lens cut in four pieces. Haptic and pieces of optic torn off and missing. There was evidence of reddish residue on lens surface. Conclusions: based on the complaint history, medical review and the evaluation of the returned product, it has been determined that this event was not caused/contributed by a device. The root cause of this event was to address correctable refractive error(patient`s or surgeon`s preference). (B)(4).